Event description:
Healthcare provider reports: act results lower than physician's expectations using act+ assay on two different psig instruments in the cardiovascular operating room. No act results provided by the customer. Additional info requested from the reporter. Provider's act target time: 250 seconds. No adverse event reported.

Manufacturer narrative:
(B)(4). Manufacturer awaiting further complaint info and product return for further complaint eval.